Event description:
It was reported that the insulin pump cartridge leaked after being overfilled, as the patient and spouse continued filling until the plunger contacted the table, then attempted to refill the same cartridge; the agent instructed the patient to discard all used supplies and start with new supplies, after which insulin delivery resumed and blood glucose was 70 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no injury, no medical intervention, and continuation of therapy after supply replacement. Investigation included complaint handling, user education on correct filling, and troubleshooting of use error. Investigation of this case revealed improper cartridge filling technique and reuse of a compromised cartridge leading to leakage. It was concluded that user error caused the leakage and that replacement with new supplies resolved the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.